Event description:
It was reported that a malfunction occurred in the customer's pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump. The customer was instructed to put the pump into storage mode prior to returning it and agreed to use multiple daily injections (mdi) as an alternate form of insulin therapy in the meantime. Additionally, the customer acknowledged the instructions to return the problematic pump using a prepaid label within 10 days.